Event description:
On (B)(6) 2005, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On the unk date, a type ii endoleak was discovered. Also, the aneurysm enlarged. On (B)(6) 2010, the physician tried to embolize lumber arteries and superior mesenteric artery. Both treatments were unsuccessful. The pt was converted to open surgical repair. The pt tolerated the procedure. Further info will be provided.

Manufacturer narrative:
A review of the mfg paperwork will be conducted. Further info will be provided. Also were implanted: (B)(4).